Event description:
Additional information was received that the patient was experiencing pain at the ipg site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted, replaced and relocated. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was unable to communicate with external devices following a surgery. The ipg was set to surgery mode. Surgical intervention may be taken at a later date to address the issue.